Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. The customer's father stated they had changed the tubing, but the alarm persists. Customer's father also rewound and primed the insulin pump, but the alarm persists. The customer's father also stated their up arrow was difficult to press. Customer's blood glucose was 301 mg/dl earlier in the morning. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Intermittent button response due to moisture damage on keypad traces. Pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.